Event description:
Boston scientific received information that this right ventricular (rv) lead was double counting which lead to oversensing and several inappropriate shocks which never exhausted therapy. Fluoroscopy was used to determine lead position and it looked as though the lead was ok. Later a chest x-ray was taken which showed the lead had actually dislodged and was in the atrium. A successful lead repositioning was done and the lead remains in service. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.